Manufacturer narrative:
Additional information has been requested. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements resulting in high out of range pacing impedance measurements of 2,000 ohms. It was noted that r-wave amplitude measurements and threshold measurements were stable. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the root cause was not determined. The physician plans to continued monitoring.